Event description:
It was reported to covidien in 2008 that a customer had a problem with a dental needle. Upon injecting during a periodontal membrane procedure, customer reports he is bending back needle, and the needle stick is breaking off.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.